Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and constipation chronic. Previously administered products included for an unreported indication: levora in 2011 and mirena. Concurrent conditions included bursitis, irritable bowel syndrome, irregular menstrual cycle, rotator cuff syndrome, irritability, premenstrual syndrome, acne, anxiety disorder, influenza (vaccination for influenza), obsessive-compulsive disorder, breast cancer, raynaud's phenomenon, cold, dry skin, hair loss, uterine bleeding, post coital bleeding, vaginitis, erythema, vaginal irritation, vaginal itching, irregular periods, metrorrhagia, mood disorder, anger, libido decreased, hot flashes, breast tenderness, forgetfulness, urine incontinence and vaginal dryness. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2016, fluoxetine from 2014 to 2016 and intrauterine contraceptive device (iud nos) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery scheduled date: 2018). Essure was removed in 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-essure advanced and coil placed in left tubal ostia with 0.5 trailing coils on right side coil placed in tubal ostia with 1.5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan vagina - on an unknown date: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received: reporters were added. Case become incident previously added injury nos was replaced by abnormal bleeding (general) & new events- vaginal bleeding, menorrhagia, dyspareunia fatigue, migraines,headaches, right lower abdominal pain, vaginal discharge, weight gain were added. Historical & concomitant drugs were added. Concomitant conditions were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.